Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection was performed on the product. No issues were noted. No accessories were included. The device continuously tries to pressurize. The piston migration was at 3 inches. The device was depleted of oil. The battery became warm after 30 seconds of continuously trying to pressurize. The reported events of overheating, noisy, and failure to hold pressure were confirmed and root caused to a mechanical component failure. A seal failure can lead to the depletion of hydraulic oil causing the device to run continuously while attempting to pressurize. This extending running can cause an increased current draw on the battery causing it to heat up. A review of device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder procedure the spider 2 was not holding pressure, motor was making a buzz and it overheated. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).